Event description:
A surgeon reports a detached haptic was noted following implantation of the intraocular lens. The lens was implanted in 1999. The lens was removed and replaced in 2004. Add'l info has been requested.